Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 23mmol/l. Customer stated that customer got alarm for no delivery with flashing and issue was resolved by changing complete set of infusion set as well as reservoir. Reservoir will be returned for analysis.